Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide cath: launcher 6f ebu3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the proximal left anterior descending artery with mild tortuosity, moderate calcification and 90% stenosis. Pre-dilatation was performed. A 2.75x28mm rx xience alpine stent delivery system was advanced; however, resistance was met with the patients anatomy. Reportedly, force was applied in attempt to cross the sds; however, was still not able to cross. The sds was removed, resistance was felt and it was noted that the stent struts were flared. A non-abbott sds was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.